Manufacturer narrative:
The peeling off of the coating from the insertion section was found to be due to deterioration. Further evaluation of the device found several components demonstrated deterioration and damage due to physical or chemical stresses and fluid ingress. The video cable and connector were damaged/deformed, and there was damage to the imaging cable fibers. The control body was deformed, and the scope eye piece was damaged. The investigation is ongoing; therefore, a definitive root cause of the reported issue cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the boot of the oes bronchofiberscope was damaged. The device was sent to an olympus service center for evaluation. Inspection and testing of the device confirmed the reported damage and found the insertion tube coating was peeling off. This report is being submitted for the reportable malfunction of the insertion tube coating peeling off. There was no patient or user harm reported due to the issue. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by repeated excessive wiping of the outer surface of the insertion section, or chemical deterioration by chemical solutions. Olympus will continue to monitor field performance for this device.